Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name deliv sys d-evolutfx-2329 product ID d-evolutfx-2329 serial/lot unknown use by date unknown UDI unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) using an 18 millimeter (mm) non-medtronic balloon was performed due to calcification. Following the implant of the valve, a tear in the proximal left anterior descending (lad) coronary artery was observed. Subsequently, the patient's blood pressure dropped and cardiopulmonary resuscitation (CPR) was performed. Additionally, a coronary occlusion was observed and the procedure was subsequently converted to an emergency coronary artery bypass graft (CABG); however, the patient died later that day. It was reported that pre-implant bav may have contributed to the torn lad, but the tear was not detected prior to the implant of the valve.

Event description:
Additional information was received that per the physician, the delivery catheter system did not cause or contribute to the torn lad. The guidewire used was a non-medtronic product.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.